Event description:
I had mentor breast implants and I believe they have caused me to become ill with autoimmune symptoms. I have been to neurologists, rheumatologists, and other doctors throughout the years without a diagnosis. These implants are foreign objects and my body is fighting against them. I've tested positive for lupus anti-dsdna several times, but the rheumatologist says I do not have it. Besides being constantly ill with joint and muscle pain throughout my entire body, I also have cognitive issues, memory issues, hair loss and more. I have had numerous blood tests, brain scans, ultrasounds etc. More than that, mentor did not keep any records related to my breast augmentation. They cannot even provide me with a device serial number which should be against the law. How can a company be allowed to sell these medical devices and not be required to keep a record in case of illness or recall? I have the product; however, it is still inside me. I would like the company to pay for removal. Something needs to be done, so others do not find themselves in the same situation. Pt codes:1924, 1994, 2551, 1877, 1994, 4581, 1958. Device code: 2993. Ref report: mw5181777.